Event description:
It was reported that the pt underwent surgery for implant of posterior fixation at l5-s1 with 6.35mm ti multi-axial screws/rods. Sometime post-op, the pt reportedly fell and resulted in a broken pedicle screw. The pt underwent a revision surgery to replace the screw.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that the screw is fractured at the seventh thread from the screw head where the roughly tapered profile transitions to straight profile. Pt reportedly fell post-op prior to the revision. This may have resulted in excessive force on the screw in the absence of complete fusion causing the failure.